Manufacturer narrative:
Reliability analysis: inspected 1 opened/used sensor and performed bbs solution test and sensor failed per spec no isig reading detected due to found sensor damage. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported the customer's transmitter does not blink when attached to the sensor. The customer's blood glucose was 50 mg/dl. The customer also stated they had treated for their blood glucose. It was also found the customer received a lost sensor alarm. Customer declined to troubleshoot for their insulin pump. Customer also stated their sensor was slightly bent when they had removed it. No additional information provided.